Event description:
Port placed for administration of chemotherapy could not be accessed after being implanted for 9 months. Saline injection resulted in arm swelling. A venogram was then performed and revealed the catheter had separated from the port approximately one centimeter from the collar and migrated to the superior vena cava. Uneventful retrieval followed utilizing a snare. Another port will be placed during the next scheduled chemotherapy treatment. The pt's condition is good. The device was not returned for eval, therefore, no failure analysis will be performed.